Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole in the mid balloon body. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified proximal right coronary artery (rca). A 10/4.00 flextome cutting balloon catheter was selected for treatment. During the procedure, the physician inflated the device at 6atm; however, the pressure of the inflation device was unstable. Subsequently, it was observed that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a rotalink device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified proximal right coronary artery (rca). A 10/4.00 flextome¿ cutting balloon¿ catheter was selected for treatment. During the procedure, the physician inflated the device at 6atm; however, the pressure of the inflation device was unstable. Subsequently, it was observed that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a rotalink device. There were no patient complications reported and the patient's status was good.